Event description:
On (B)(6) 2015, the reporter contacted animas stating the patient experienced a blood glucose (bg) measurement of 20mmol/l with symptoms of cramping, abdominal pain and nausea. The patient reportedly did not require any medical intervention. There was reportedly multiple ¿loss of prime¿ issue not related to a pump issue but due to an environmental activity related issue. There was no additional information regarding the details of the environmental activity issue. There was no indication that the device caused or contributed to the reported adverse event. This complaint is being reported because that patient experienced an adverse event due to training misuse issue relating to non-specific environmental activity issue and not due to a pump issue. The patient reportedly remained on the pump and the pump is not being returned.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: review of the black box data revealed records from the date of the alleged event had been overwritten due to continued use of the device. Available records revealed loss of prime warning associated with zero and low non-zero force. On investigation, the pump was powered on and an ez-prime and 24-hour duration test successfully completed without malfunction. All programmed deliveries were made accurately and recorded accurately in the pump history. The device was found to be operating as intended and without malfunction. Investigation did not duplicate the complaint.